Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the patient was playing soccer and heard a loud pop. I think he may have torn his medial meniscus. There appears to be some hinge wear with a crack in the plastic... He was running in a straight line playing rec soccer. He thinks he stepped in a divot in the field and twisted. He did not have contact." Patient was wearing the incorrect custom brace (not his measurements) when this incident occurred. No further information is currently available.